Event description:
It was reported that the patient noticed the device beeping. Upon interrogation it was noted that there was a carealert for impedance measurements not being taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2011. (B)(4).